Manufacturer narrative:
The pod was received with the formed needle and soft cannula partially visible in the bottom housing window and the slide insert not visible in the top housing viewing window, indicating a state of partial deployment. Opening the pod did not allow the needle mechanism to fully deploy. Removal of the pod chassis from the bottom housing resulted in the needle mechanism finishing deployment and fully retracting. Inspection of the internal components found the formed needle to be bent. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would prevent the needle mechanism from fully deploying. The bend in the formed needle prevented the needle mechanism from fully deploying, resulting in the exposed needle that contributed to the reported pain during insertion.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient experienced pain while wearing the pod on the leg for between 36 and 48 hours. When the pod was removed, the needle was visible; indicating the needle mechanism did not function as intended.